Event description:
This complaint was submitted with limited information as it happened some time ago: it was reported that in the ICU, the catheter was found almost completely out of the suture wing. Responsible physicians decided to replace the box clamp from a new kit and add additional sutures. At time of reporting, it is unknown if there were complications as a result of this occurrence, however, there was no death reported.

Manufacturer narrative:
(B)(4). The device was discarded.